Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2008 and mesh was implanted. It was reported that following insertion the patient experienced pain and incontinence. It was reported that patient underwent mesh removal on (B)(6) 2013. It was reported that the patient underwent a hernia repair surgery on (B)(6) 2017 and mesh x2 were implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 07/23/2023. Additional b5 narrative: it was reported that the patient underwent hernia recurrence, partial bowel obstruction, adhesions. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Date sent to the FDA: 07/23/2023.